Event description:
It was reported that the ilet user experienced a transient hyperglycemia to 214 mg/dl after drinking coffee with cream and sugar without a meal announcement. Automated corrections brought glucose back into range, and the user received education on standard meal announcements, spacing meals by four hours, and allowing 5¿7 days for the system to adapt to increased usual carbohydrate amounts. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer care review and clinician consultation, with troubleshooting and user education completed. Investigation of this case revealed use-related error due to a missed meal announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error, not a device malfunction.